Event description:
It was reported that during testing conducted at the manufacturer facility the cordless driver 3 was smoking. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that during testing conducted at the manufacturer facility the cordless driver 3 was smoking. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
Upon visual inspection, the device was found to have damaged motor windings, which is the probable cause of the reported event. The device was repaired and returned to the user facility.